Manufacturer narrative:
PMA/510(k)#: this part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k172199, UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a crescent implant used for spinal surgery. Pre-op diagnosis was lumbar spinal stenosis. Procedure performed in the event was tlif. Levels implanted was l4/5. It was reported that intra-operatively, the cage broke and cracked during implantation into the intervertebral space. There was no I nstrument or implant debris left in the patient's body. Patient symptoms or complications as a result of this event were unknown. There was a delay of less than 60 minutes. The product came in contact with patient.